Event description:
From staff: patient receiving IV antibiotics every 4 hours. While disconnecting the IV tubing from the PICC hub, the luer lock tip broke off into the peripherally inserted central catheter (PICC) clave. Minimal pressure used and snap occurred as soon as the tubing was lifted. PICC line was clamped immediately as blood started coming from the PICC since the clave was locked open. Clave was changed, and new tubing was hung. Per conversation with another nurse, this has happened to her IV tubing as well.